Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the sensor had inaccurate readings that caused the insulin pump to suspend insulin delivery. The customer¿s blood glucose was 16 mmol/l and the sensor glucose was 2 mmol/l at the time of the incident. The customer calibrated the insulin pump, disconnected, and reconnected two hours later, however, the insulin pump continued to give incorrect information. The sensor will not be returned for analysis.